Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The rubber on the cover had a hole/cut and was leaking. In addition, the charge-coupled device shrink tube was damaged, there were deep scratches on the insertion tube, and there was deformation near the contact pins. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the evis exera iii bronchovideoscope had a leak. The issue was found at reprocessing. No patient involvement reported.